Event description:
It was reported that after the implant of an inflatable penile prosthesis (ipp) it was noted that the pump failed to transfer fluid to the cylinders. The valve was squeezed but it did not work. Another pump and cylinders were placed to resolve the event. There was no serious injury in relation to this event.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. Investigation summary: based on the device analysis, the cause that contributed to the reported pump inflation issues was confirmed. The pump poppet rod was identified to be misaligned. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ipp cylinders were visually inspected, leak tested, pressure tested and microscopically examined; no visual damages were found upon inspection. The cylinders passed all tests performed. The momentary squeeze (ms) pump was leak tested, visually inspected and functionally tested; no visual damages were found upon inspection. Under microscope it was observed that the pump poppet rod was identified to be misaligned. The pump was not functionally tested due to the misaligned poppet rod. This displacement or misalignment is indicative of simultaneous compression of the deflation button and the pump bulb. Excessive physical manipulation can damage internal components resulting in component separation or misalignment and subsequent loss of inflation and deflation capabilities. Labeling review: a review of the device instructions for use (IFU) was completed. As stated throughout the operating room manual ams 700 ms pump: do not squeeze the deflation button and the pump bulb at the same time. The misalignment or displacement of the poppet rod is indicative of simultaneous compression of the deflation button and pump bulb. Investigation conclusion: based on the information available, a conclusion code of failure to follow instructions was assigned to this investigation.

Manufacturer narrative:
The exact event date is unknown.

Event description:
It was reported that after the implant of an inflatable penile prosthesis (ipp) it was noted that the pump failed to transfer fluid to the cylinders. The valve was squeezed but it did not work. Another pump and cylinders were placed to resolve the event. There was no serious injury in relation to this event.